Event description:
Customer reported arcing during hlf shots. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage connections. System operates as intended.